Event description:
It was reported that the insulin pump had cracks around the display window and near the reservoir window. No further information reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.